Event description:
A plate, implanted in 2004 broke post-operative and was removed about three months later. Plate was implanted for odontogenic myxoma of the left mandible for resection and reconstruction with a gap-bridging plate in preparation for the bone graft. Bone graft was not used for the subject procedure.